Event description:
Facility reported: anesthesiologist had trouble when inserting and inflating. Caller states the balloon did not inflate, where insert the syringe to inflate. It inflated the 1st port instead of balloon.